Event description:
The customer reported a ventilator was identified having a dim light crystal displayed (lcd), a touchscreen issue, and a crack in the rear bezel. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the user interface (ui) assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported to have replaced the user interface (ui) assembly printed circuit board assembly (pcba) and the front and rear bezels.